Manufacturer narrative:
(B)(4).

Event description:
See MDR 1036844-2013-00416 for the first event with the same pt. It was reported that in the itu during the second attempt at insertion of the catheter, this time in the male pt's femoral vein, the swg kinked. The swg was again removed and a third kit was opened and used without issue. A delay was reported, however, there was no reported death or complications to the pt as a result of this occurrence.